Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil, and non-bsc catheter were returned for this complaint. The coil and delivery wire arms were not interlocked. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was found kinked. Microscopic inspection of the main coil was performed and observed the zap tip has a smooth surface. The interlocking arm was inspected and it was detached. The detached arm was not returned. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications, however there were lacking distal and proximal fiber bundles.

Event description:
Coil protruded from the tip of the catheter upon removal. The target lesion was located in the proximal part of the moderately tortuous renal venous aneurysm. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that locking arm did not come out of the catheter tip and protruded from the tip of the catheter upon removal. A few centimeters of the coil came out in the body. The device was removed with the catheter and the procedure was completed with a different device. No patient complications reported.

Event description:
Coil protruded from the tip of the catheter upon removal. The target lesion was located in the proximal part of the moderately tortuous renal venous aneurysm. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that locking arm did not come out of the catheter tip and protruded from the tip of the catheter upon removal. A few centimeters of the coil came out in the body. The device was removed with the catheter and the procedure was completed with a different device. No patient complications reported. It was further reported that the interlocking arm of the coil was detached outside the patient's body after removal.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil, and non-bsc catheter were returned for this complaint. The coil and delivery wire arms were not interlocked. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was found kinked. Microscopic inspection of the main coil was performed and observed the zap tip has a smooth surface. The interlocking arm was inspected and it was detached. The detached arm was not returned. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications, however there were lacking distal and proximal fiber bundles.

Manufacturer narrative:
(B)(6).

Event description:
Coil protruded from the tip of the catheter upon removal. The target lesion was located in the proximal part of the moderately tortuous renal venous aneurysm. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that locking arm did not come out of the catheter tip and protruded from the tip of the catheter upon removal. A few centimeters of the coil came out in the body. The device was removed with the catheter and the procedure was completed with a different device. No patient complications reported.